Event description:
It was reported that during the patient transfer from a wheelchair to a bed the end stopper of the kwiktrak rail installation and the maxi sky 440 ceiling lift fell off the rail. The ceiling lift hit the patient on the head. The patient sustained a hematoma above the right side of the forehead. No medical intervention was needed.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was informed about an incident involving maxi sky 440 ceiling lift and kwiktrak rail installation. It was reported that during the patient transfer from a wheelchair to a bed the end stopper of the kwiktrak rail installation came off the rail along with the ceiling lift. The lift hit the patient on the head which resulted in hematoma above the right side of the forehead. No medical intervention was needed. After the incident, an arjo service technician was called to inspect the device. Technician found the lift in good condition, and the hand control was not working as a result of the fall. The technician installed 2 new end stoppers at the kwiktrak rail installation. The kwiktrak rail was installed by arjo in (B)(6) 2017 and since 2018 this device has not been serviced by arjo. During the device inspection, after the event, the technician confirmed that marks in the rail corresponding to the setscrews of the end stoppers were visible, this would mean that the end stopper was installed correctly at the moment of the rail installation. Based on the above, two hypothesis were taken into account: an incorrect installation during servicing by the customer or lack of regular maintenance. A week later, after the event, the customer requested arjo to service all of their maxi sky 440, therefore the second hypothesis seems the most probable. The instructions for use for maxi sky 440 (document number: 001.16000.33 en rev. 13 february 2014) in section ¿how to use the maxi sky 440¿ warns: ¿all rails must be closed with end stoppers or connected to other closed rail components. Before use, make sure all end stoppers are in place and secured. A wrong installation of these items might lead to a patient fall and to injuries.¿ additionally, ¿care and maintenance ¿ preventive maintenance schedule¿ section of the instructions for use informs that overall inspection of the device by authorized personnel should be conducted every year. ¿continuing to use this equipment without conducting regular inspections (¿) will seriously compromise the safety of the user and of the patient.¿ in summary, the device failed its performance specification since the ceiling lift detached from the rail during patient handling, therefore the device was involved in the event. This complaint is deemed reportable due to ceiling lift detaching from the rail.